Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that two weeks prior to (B)(6) 2016, the patient's family thought the pump wasn't working. The patient had followed up with the health care provider, but the health care provider indicated that it was working fine. The patient disagreed. No symptoms, troubleshooting, or interventions were noted. It was noted that the situation was being addressed by the health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.